Event description:
It was reported that the user experienced hyperglycemia when the pump displayed high and the continuous glucose monitor (cgm) read higher than contemporaneous fingerstick values, prompting a hospital visit where serum glucose was reported at 480 mg/dl. The user also entered false blood glucose values to drive the displayed number down, performed false meal announcements, and manually powered down the pump despite later reporting it shut off on its own. Symptoms included hyperglycemia and anxiety. Outcomes included emergency treatment with IV fluids and discharge without admission, with negative ketones reported. Investigation included review of device logs and user coaching on proper calibration and use. Investigation of this case revealed user-entered false calibrations, use of meal announcements as corrections, and manual inputs consistent with a user-initiated pump shutdown rather than an autonomous device shutdown. It was concluded that user practices and inputs contributed to the reported hyperglycemia and device behavior, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.